Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt stated they no longer lived near their original healthcare provider (hcp) and needed to meet with one about an ins replacement. Pt then said their ins was completely dead and would not hold or accept a charge anymore. Pt said a few months ago the ins started to not hold a charge. Pt said they would have to recharge every few days. Pt said they were in incredible pain. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.